Event description:
It was reported to resmed that a pt being treated with a s9 vpap auto device was admitted to ICU for a high co2 condition due to the device not working.

Manufacturer narrative:
It was reported the pt passed away on (B)(6) 2012. The dme was unable to retrieve the device from the hospital. The dme did not have any further info from the hospital in regards to the alleged failure. Dme was not aware of any other pre-existing medical conditions. Furthermore, it is unclear if the pt was using the device at the time of the event. Resmed has requested for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time.